Manufacturer narrative:
As of this filing, the damaged drill bit has been returned/received from the user facility for evaluation. The investigation is in process and a supplemental and final report will be filed upon the completion of the investigation.

Manufacturer narrative:
Conmed received the damaged drill bit, 1.5mm x 200mm for evaluation on (B)(6) 2015 and confirmed the report of breakage. Visual examination of the returned instrument found the tip of the drill bit had broken off and the tip was not returned. The returned device was sent to an outside laboratory for further analysis. According to the metallurgical study, the material was consistent with the specified material and the material hardness was consistent with specifications. There is evidence of metal fatigue and torsional stress. According to the metallurgy study, it appears that the drill bit failure is related to excessive stress and torsional loading, and is unrelated to a manufacturing or design defect. This lot was produced on (B)(6) 2014. Of the lot containing (B)(4) units, there have been no other similar complaints received. A review of complaint history for the past (B)(6) shows that there have only been (B)(6) previous similar complaint reports which were received in 2013 from (B)(6) different facilities in (B)(6). There was no serious injury or death related to either incident although the broken tip was left implanted in the patient's bone. To date, no serious injury or long term adverse effect report has been received related to the use of this device or the reported breakage. This failure mode is addressed in the risk management report smartnail instrument set, (B)(6) 2009 as an acceptable risk. To date, there has been no patient long term adverse effect related to the drill bit breakage. The 1.5mm drill bits are supplied non-sterile and must be sterilized prior to use. The drill bit is a reusable device and is designed to be used in surgical repair in association with smartnail implants. To reduce the risk of drill bit breakage and injury to the patient, the information for use (IFU) for this device provides the following precautions: the instruments are designed for use by surgeons experienced in the appropriate specialized procedures. It is the responsibility of the surgeon to become familiar with the proper techniques. As with any surgical instrument, care should be taken to ensure that excessive force is not placed on the device. Excessive forces applied to an instrument can result in the instrument's failure.

Event description:
The customer reported that during use of the drill bit, 1.5mm x 200mm in an osteochondral defect repair on (B)(6) 2015, the tip of the drill bit broke off and remained in the patient's femur. As reported, the surgeon drilled a fourth pilot hole in the femur to position a smartnail. When the surgeon attempted to insert the smartnail into the pilot hole, it would not go into the bone. The surgeon then realized that the end of the drill bit had broken off and remained inside the pilot hole. The surgeon used a punch to determine that the drill bit fragment was sufficiently deep into the articulating surface for it not to cause any patient harm. The case was completed as intended. X-rays were taken post operatively and confirmed the distal end of the drill bit was inside the patient's femur. The patient was discharged as per routine procedure for this type of surgery. Follow-up with the surgeon on (B)(6) 2015, advised that the patient is experiencing a normal recovery. There are no plans to remove the drill tip as is not affecting the patient or causing any harm.